Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service rep evaluated the unit and replaced the drive manifold assembly (part #0104-00-0018). The service rep performed calibration, the functional tests and the safety checks to meet factory specifications. Pump was functioning and it was released to the customer. The drive manifold assembly replaced was sent to the mfg facility at (B)(4) for evaluation. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).

Event description:
The customer reported that prior to use on a pt, the iabp generated an "electrical test failure code #58" (power-up vent test failed) alarm. The same event was observed repeatedly event after the iabp was rebooted. The iabp was replaced and therapy was initiated. No pt was involved.